Event description:
It was reported that a system failure or plunger issue was experienced. No patient injury was reported. Recently serviced on ro : (B)(4).

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for system failure. Based upon the information provided the customer had a check flange sensor error. During visual evaluation no physical damage was identified. During analysis, the reported issue was unable to be duplicated. The event history log was reviewed and during the review check flange sensor error was identified. Based on the evidence, the complaint was confirmed. The issue might have been that the customer loaded the syringe incorrectly. The syringe flange must be loaded in middle of ear clip and the side of pump. Service performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.